Event description:
Boston scientific received information that during a replacement procedure, the physician experienced insertion difficulties of this right ventricular (rv) lead into a competitor device header. Visual observation revealed this ventricle lead had insulation damage between the positive and negative connection near the terminal pin. The physician elected to remove the insulation from the lead and connect it to the device. The device was interrogated and impedances measurements were within normal range. No adverse patient effects were reported and the rv lead remains in service.

Manufacturer narrative:
The rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.